Manufacturer narrative:
The needle was returned to the manufacturer for investigation. The returned needle was from lot number t0472, and not t0496 as was initially reported. The electrical properties were outside of specifications, confirming the reported complaint. Needle disassembly identified the root cause as damage to the insulation layer of the heater wire. Manufacturing record review did not identify any electrical malfunctions within the needle batch.

Event description:
This MDR is to document the manufacturer's investigation of the needle used in the reported event. Further investigation or follow-up is not planned for this complaint.

Event description:
Four needles were used during a renal cryoablation procedure. During ithaw (active thaw), the patient experienced muscle spasms. The user switched to passive thaw to continue with the case. The case was completed with no reported injury to the patient. The defective needle will be returned to the manufacturer for investigation.